Event description:
It was reported that patient experienced high blood glucose and treated with correction bolus via pump on (b)(6) 2025

Manufacturer narrative:
MDR 3003442380-2026-60662 / Initial 1 of 2.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4)(IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions. H11: Investigation summary. Complaint Investigation Results: Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 15-JUL-2026 against "Lot Number" "6006622" and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified),Insertion site egress - significant wetness / pooling". The review confirmed that lot 6006622 was associated with CAPA 1875884 for use of an outdated label printing format version. However, this NC is not related to the reported failure mode and is not associated with any non-conformance (NC) or Corrective and Preventive Action (CAPA) of the same or similar natureSimilar Complaints search: A query was run in the eQMS on 15-JUL-2026 against "Lot Number" criteria equal "6006622" and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified) Insertion site egress - significant wetness / pooling". The count of complaint is 2. The complaint numbers are: (b)(4).Batch record / Medical Device File Review:The lot 6006622 was manufactured according to Work Instruction (WI) version 73 and manufactured in the Inset3, on 21/APR/2024 with a total of (b)(4) units.The Batch record / Medical Device File was reviewed. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue. Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:Retain samples from the relevant lot 6006622 were previously tested in the (b)(4) on 19-FEB-2025. WI Guidance for Visual Testing for Complaints Area Version 2: All 10 samples tested passed visual inspection WI Guidance for Functional Testing 1 Air Flow test for Complaints Area Version 2: All 10 samples tested passed functional testing.WI Guidance for Functional Testing 2 Air Leak test for Complaints Area Version 2: All 10 samples tested passed functional testing, for the reported malfunction, Insertion site egress - significant wetness / pooling.All test results were within specification as documented in the attached test report Track wise. (b)(4) Complaint test report.Conclusion: Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing: Returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).Conclusion Summary of Complaint Investigation:A comprehensive review was conducted, including eQMS queries, similar complaint searches, Batch Record Review, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6006622 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint. The Complaint was unconfirmed based on analysis.Based on the available information, this event is deemed to be reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number,Reporting Site: 8021545,Manufacturing Site:3003442380.